Event description:
A patient reported experiencing inaccurate low results with a surestep meter. The patient's blood glucose results were 139 compared to the labs 249 mg/dl. Tests were done 20 minutes apart. Patient did not experience any adverse events or change in treatment. Unknown if the strip lot in this case was the same used in march 2002 when comparison took place. During a follow up call to obtain the lot number, patient reported two back to back tests on the meter on two different days done 2 minutes apart. 70 mg vs 151 mg; difference 65 mg/dl. Other, 90 vs 196; difference 66 mg/dl. No further information has been reported. Meter was replaced.